Manufacturer narrative:
Rear locking mechanism.

Event description:
It was reported that the rear locking mechanism was missing. There was reported pt involvement, however, no adverse consequences have been reported.